Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported battery failure. No patient/user harm reported.

Manufacturer narrative:
Date of report: 27sep2018. Date of manufacturer: 16aug2018. Per the fse(field service engineer) the battery was replaced, but 3 weeks after, customer send back the device, saying the battery doesn¿t charge. The replacement part number was not provided. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.